Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported power issue. Physio verified that an event code was logged in the device's memory that is indicative of a device failure to deliver defibrillation therapy. Physio replaced the main keypad assembly to resolve that issue. Physio downloaded the device's electronic records and was unable to verify the reported power off issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and found that the keypad is out of tolerance and causes the event code to be logged in the device's memory and for the device to disarm itself.

Event description:
The customer contacted physio-control to report that their device powered itself off twice, once when attempting to transmit data and another time during patient transport. There was no adverse effect to the patient due to the reported issue. No further details about the patient were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.